Event description:
In 2005, the pt had two stents placed in the left internal carotid, previous graft site. Two days later, the pt underwent a CT angiogram of the neck and head, and a filling defect was noticed. It was reported and identified as possibly a piece from the stent. The pt has been scheduled for removal of a foreign body.